Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system test, and excessive no delivery alarm test. No motor error alarm noted. The motor was tested outside the device and passed. The insulin pump was received with minor scratched liquid crystal display window and cracked reservoir tube lip.

Event description:
It was reported that the customer was having an issue with the infusion set. Customer stated that the insulin was going in but he was not responding. Customer still had high blood glucose levels that were not going down. Customer had changed the set. Customer's blood glucose level was 430 mg/dl this morning and went down to 287 mg/dl. Customer's legs got weak and felt run down. Customer has treated via bolus. Customer ran a manual prime and the insulin exited. Customer was unsure if the bolus history was correct. Pump passed priming and high pressure tests. Pump is working as designed. Customer stated that the cannula was occluded. Customer also went traveling recently and the pump went through an x-ray at the airport and through a body scanner. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.